Manufacturer narrative:
It was reported that the md noticed a difference as he inflated the balloon on the catheter. He pulled on the catheter and the foley came out. The balloon was noted to have ruptured. A new foley was inserted. There were no reports of serious injury. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the md noticed a difference as he inflated the balloon on the catheter. He pulled on the catheter and the foley came out. The balloon was noted to have ruptured. A new foley was inserted. There were no reports of serious injury.

Manufacturer narrative:
Update to h6. After further investigation, it was determined that the evaluation involved testing of the actual/suspected device, an analysis of production records, and a trend analysis. The investigation identified a material problem, as visual assessment of the provided product revealed a longitudinal tear on the catheter balloon, and a leakage/seal problem was confirmed. Functional testing was performed by attempting to inflate the balloon with 10 ml of water, and it was observed that the balloon was no longer able to retain fluid, thereby verifying the reported issue. However, despite confirmation of the malfunction, the cause remains unestablished. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.